Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the product analysis was confirmed as a faulty power brick was found and measured zero volts output. The green light-emitting diode (led) was not lit and was melted on the power brick cord.

Event description:
Boston scientific received information that the communicator has a power anomaly. A boston scientific company representative had the patient unplug the power cord from the wall outlet and communicator but was unsuccessful. The company representative then suggested to replace the power cord and a return label will be sent. The communicator remains in service. No adverse patient effects were reported.